Event description:
It was reported that patients spinal cord stimulator (scs) had high impedances. Though, patient was still able to get coverage of the pain areas, the patient underwent an explant procedure where everything have been explanted. Nothing will be returned as the explanted devices were kept by the facility.

Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17382291. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17382291. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator (scs) had high impedances. Though, patient was still able to get coverage of the pain areas, the patient underwent an explant procedure where everything has been explanted. Nothing will be returned as the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16357448. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 24259759. UDI: (B)(4).